Event description:
This report is being submitted to correct the previously reported event.

Manufacturer narrative:
This report is being submitted to correct the previously reported event. It was previously reported that the manufacturer received information that the dreamstation 2 device had a burnt and musty smell from the unit running out of water in the humidifier. There was no reported patient harm or medical intervention. The device was returned to a third-party service center for evaluation. During the evaluation of the device, it had a burning smell and low lighting white led pca. Customer complaint of bad smell that was burnt and musty was reproduced. Additional failures were found, serviced reusable pollen filter, oxide in humidifier water tank, dust contamination in blower box kit, functional damaged in the CPAP and usb cover missing. Parts replaced and device was cleaned. Pca was replaced. Device pass all test; decontamination, evaluation, repair, functional test, quality assurance and packaging. Device was repaired. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.

Event description:
A device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device, it has a burning smell and low lighting white led pca. Customer complaint bad smell like burnt musty was reproduced. Additional failures were found, serviced reusable pollen filter, oxide in humidifier water tank, dust contamination in blower box kit, functional damaged in the CPAP and usb cover missing. Parts replaced and device was cleaned. Pca was replaced. Device pass all test, decontamination, evaluation, repair, functional test, quality assurance and packaging. Device was repaired. Although there was no reported patient death or serious injury, this complaint is reportable because the reported issue/event could potentially cause or contribute to a death or serious injury if the malfunction were to recur.